Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 4/25/2001. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4) - the device manufacture date is currently unavailable. Device manufacture date: the device manufacture date is unavailable. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were damaged and worn out. It was determined that the device had a cosmetic defect and the marks and color rings were missing. It was further determined that the device failed pretest for temperature assessment, and visual assessment. It was noted in the service order that the device had an undetermined malfunction while being used with the motor device, compact speed reducer device, attachment devices, and craniotome device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.